Event description:
According to the rptr, landmark paripherally inserted central catheters ceased production in 1995. The rptr is concered because the peripherally inserted central catheter she recently had placed was a landmark and she experienced symptoms which she feels are directly related to the catheter. According to the rptr, she began to experience symptoms the same day the catheter was inserted. The signs/symptoms continued to worsen over the next 2 weeks until the catheter was discontinued. The signs/symptoms included, but were not limited to the following: chest pain, fatigue, achiness, breathing difficulties, hypotension, wheezing, coughing, shaking, nausea, pallor, and neck swelling. The fatigue and achiness continue even after the catheter has been discontinued. The catheter had been placed for the administration of intravenous antibiotics to treat the lyme disease. According to the rptr, the line had also clotted off.